Manufacturer narrative:
The subject device was returned for evaluation. It was confirmed the needle broke apart in the hub section. It appeared to have the hub open and bent 90 degrees. There were no loose components. The root cause could not be identified. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative reported the following event on behalf of the facility. A 22ga needle broke apart at the locking mechanism after three (3) passes. The physician felt he had gotten enough samples at this point so he decided to complete the case. There was no patient or user injury due to the reported issue. There was no impact on the procedure.